Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events, of loss of external power events and power cable faults, were confirmed in the submitted log file. Technical service reviewed the file and replied to the customer. The patient reported that the patient had disconnected ac power to the mpu. No product was returned for evaluation. The submitted system controller log file contained approximately 35 days of event data. There were two loss of external power events in the log file. One event occurred while the patient was exchanging power sources. The patient removed both power sources; the controller operated on backup battery power during the event. The second loss of external power event occurred while the patient was using the mpu; the external power was in use before and after the loss of external power event. The backup battery on the controller powered the system during this event also. The patient disconnecting mpu at the ac outlet would cause this event. Power cable faults without a corresponding cable disconnect were occurred on both power cable leads. There were four occurrences in the log file. The rsoc (battery capacity indicator) voltages indicated no battery was installed or a battery/clip terminal connection issue. A fully charged battery was installed in the other power cable lead during the power cable faults. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
UDI will be submitted with follow-up report. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had multiple power disconnects and then two external power disconnect alarms. Patient had unplugged the mpu (mobile power unit) from wall power while connected to the mpu. The log file captured a no external power event on (B)(6) 2019 due to simultaneous power lead disconnects while the patient was switching power sources. There was also a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted.